Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that three hours following a micro-stent implant procedure, the patient complained of blurred vision. The surgeon decided that the positioning was not ideal and two retention rings were visible in the anterior chamber. The surgeon removed the device.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the reported issue of stent migration, blurred vision, and explantation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative dislodgement or movement an, worsening in visual field loss, and explantation are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).